Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously abandoned right ventricular (rv) lead was part of a system revision due to infection. Additional information received from the field representative indicates that this previously abandoned rv lead was no longer in service. There were no additional adverse patient effects reported. This previously abandoned rv lead was now explanted.